Event description:
Information was received from manufacturer representative (rep) and the patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that yesterday or the day before the controller (ptm) became dead with a black / blank / unresponsive screen. Patient services (pss) had pt reset the controller (ptm) by removing the battery pack (bp), plugging in the ac power supply into a wall outlet and then connecting to ptm. Pt confirmed ptm powered on before reinserting bp. Pt verified the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt provided current battery levels: ptm 20%, ins in the red. Pss advised pt to finish recharging ptm and then recharge ins. Pt did confirm recharging antenna gets hot all the time when recharging ins since implanted. An email was sent to the repair department to replace the recharging antenna (rtm). The pt also reported having issues when recharging neurostimulator (ins) battery since being upgraded with the new ins. Pt said they have been working with the rep regarding these issues and was told by the rep that the placement of the upgraded battery could be the problem. Pt mentioned the rep at one point had them scanned because they thought a lead had came loose. Pt remarked they had been ran ragged running traveling to different locations to meet up with the rep. Pt described the original ins was located over their hip but the surgeon placed the new one 6 inches to the left of their spine adding they sometimes get a pain in their tailbone if they are sitting the wrong way. Additional information was received from a manufacturer representative (rep). The rep reported the cause of the ins placement/recharging issues was that the ins battery was placed awkwardly. The rep said the patient found different positions and resolved the issue with patient services. The rep noted that no scan had been performed. Additional information was received from a manufacturer representative (rep). The rep noted they had called patient services at the time when the recharging issues started and they thought it may be the equipment but it had more to do with placement. The rep said the physician wanted the place the ins in that location but the rep was not sure why. They had done an x-ray under a c arm which confirmed the lead is not loose but the patient wanted to confirm because the ins battery moves. Additional information was received from a manufacturer representative (rep). The rep noted that the implanting surgeon purposefully put the ins in the implant location.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 97755, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6),product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative (rep) and the patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that yesterday or the day before the controller (ptm) became dead with a black / blank / unresponsive screen. Patient services (pss) had pt reset the controller (ptm) by removing the battery pack (bp), plugging in the ac power supply into a wall outlet and then connecting to ptm. Pt confirmed ptm powered on before reinserting bp. Pt verified the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt provided current battery levels: ptm 20%, ins in the red. Pss advised pt to finish recharging ptm and then recharge ins. Pt did confirm recharging antenna gets hot all the time when recharging ins since implanted. An email was sent to the repair department to replace the recharging antenna (rtm). The pt also reported having issues when recharging neurostimulator (ins) battery since being upgraded with the new ins. Pt said they have been working with the rep regarding these issues and was told by the rep that the placement of the upgraded battery could be the problem. Pt mentioned the rep at one point had them scanned because they thought a lead had came loose. Pt remarked they had been ran ragged running traveling to different locations to meet up with the rep. Pt described the original ins was located over their hip but the surgeon placed the new one 6 inches to the left of their spine adding they sometimes get a pain in their tailbone if they are sitting the wrong way. Additional information was received from a manufacturer representative (rep). The rep reported the cause of the ins placement/recharging issues was that the ins battery was placed awkwardly. The rep said the patient found different positions and resolved the issue with patient services. The rep noted that no scan had been performed. Additional information was received from a manufacturer representative (rep). The rep noted they had called patient services at the time when the recharging issues sta rted and they thought it may be the equipment but it had more to do with placement. The rep said the physician wanted the place the ins in that location but the rep was not sure why. They had done an x-ray under a c arm which confirmed the lead is not loose but the patient wanted to confirm because the ins battery moves. Additional information was received from a manufacturer representative (rep). The rep noted that the implanting surgeon purposefully put the ins in the implant location.